Manufacturer narrative:
H.6 investigation summary. Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported complaint regarding carryover between sample tests. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 20oct2021 to 20oct2022. Complaint trend: there are 17 complaints related to carryover between sample tests; date range from 20oct2021 to 20oct2022. Manufacturing device history record (DHR) review: DHR part #663518, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover between sample tests could not be determined. The customer had initially reported that the instrument was exhibiting carryover and an fse (field service engineer) was sent onsite to address the issue. Upon arrival, the fse ran a sit flush and confirmed that the sit flush hardware was functioning as expected. They then ran tubes of fitc beads and pe beads with no carryover observed. Finally, the fse verified the instrument performance and ran pqc and abort count tests which both passed within specifications. No parts were requested for evaluation as there were no parts replaced. The instrument was functioning as expected and the issue could not be reproduced. Although this incident resulted in results exhibiting carryover, the customer confirmed that these results were immediately recognized and the samples were rerun on a different instrument. No erroneous results affected the treatment of any patients and no one was harmed due to this event. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, # 23-19938-02 rev.01, vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order details: subject: sample carryover; description: customer reports sample carryover. Work performed: ran "sit flush" - performed as designed. Verified "sit flush" hardware and function - performed as designed. Ran tube of fitc beads followed by tube of pe beads alternating numerous times - no carryover > 0.05%. Verified instrument performance. Ran pqc = passed. Ran abort count = 0.6%, cause: could not reproduce. Solution: instrument running as designed. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # (B)(4), rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes ,no. Azure ID: 89210. ID: libivd-ra-102 3.1.8. Reg status: ivd; ruo. Hazard: incorrect output. Cause: sample carryover error - electronic o harmful effects: events appear in wrong tube (false positive result). Residual probability: 1. Residual severity: 3. Residual risk index: 3. Residual risk evaluation: a. New hazards: none. Root cause: based on the investigation results the root cause of the carryover between sample tests could not be determined. Conclusion: based on the investigation results the root cause of the carryover between sample tests could not be determined. Upon arrival, the fse began by running a sit flush and verifying the sit flush hardware was functioning as expected. They then ran fitc beads and pe beads with no carryover observed. Finally, they verified the instrument performance and ran pqc and abort count tests which were within specifications. No issues were found with the instrument and it was functioning as expected. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that while using the bd facslyric¿ that there is a carryover issue. The following information was provided by the initial reporter: customer reports sample carryover.

Event description:
It was reported that while using the bd facslyric¿ that there is a carryover issue. The following information was provided by the initial reporter: customer reports sample carryover.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter addr 1: (B)(6).